Event description:
Additional information was received from the patient. The patient reported nothing in response to being asked what steps were taken to resolve the left ins depleting and the right ins not working like it used to. The patient noted that she was not able to get the full benefit of having the 2 devices without one working. The patient stated not helping at all.

Event description:
Patient had two implantable neurostimulator (ins) implanted. Patient reported the right ins had not been working like it used to from around a month ago. Patient did not that it worked correctly like it used to work, it was up over five. Patient mentioned that it was going up and this was for the right side of device. No patient symptoms reported. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.